Event description:
It was reported that during a coronary stenting treatment procedure, a markerband and stent positional issue was noted.the target lesion was located in the left anterior descending artery. The physician placed the 3.0x20mm promus element stent in the lesion with the proximal marker of the stent positioned at the first diagonal artery. After inflation, the proximal marker of the stent moved slightly backwards. The physician felt that the stent "could have slipped backwards on inflation." No complications were reported and the patient's status is stable.

Event description:
It was further reported that the lesion was 75% stenotic and located in the mid left anterior descending artery which was moderately tortuous and mildly calcified. A unspecified size maverick balloon was used to predilate the lesion.

Manufacturer narrative:
Device evaluation: a visual and microscopic examination of the device found the device was returned to the complaint investigation site without the stent. The balloon was found to have the stent impressions on it and pillowing of the balloon indicating that the stent was crimped per process in the correct location during manufacturing. The tip section of the device was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. Kinks were identified in the inner and outer lumen. Solidified contrast media was present within the entire length of the inflation lumen, therefore indicating the device had been prepped for use. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Manufacturer narrative:
Device is a combination product.(B)(4)